Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a short-circuit of the charged-coupled device (ccd) cable led to the occurrence of image noise. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited a noisy image issue. There was no patient involvement.